Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the color tone of the image was not proper due to damage on the charge coupled device (ccd) unit in the endoscope connector, as well as damage on the video plug. Also, due to damage to the ccd unit and the fact that the electrical contact of the video connector was shaved and scratched, a noisy image occurred. Additional findings include the following: the adhesive around the objective lens was peeled, the adhesive on the bending section cover had a chip, the image had roughness due to ccd unit damage; the label on the video connector was peeled. The following device components were also found to be scratched: the bending section cover, video connector, video connector case, light guide (lg) connector, lg cover glass, switch 2, switch 1, right/left (rl) plate, rl lever, angulation lever, up/down plate, grip, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope screen was flickering. The issue occurred during preparation for use for a therapeutic procedure. There was only a slight delay and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and due to the damage to the charge coupled device unit in endoscope connector, the color tone of the image was not proper. Due to damage on the video plug, color tone of the image was not proper as well. Also, the adhesive around objective lens was peeled. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the screen flickering was that the failure of the internal circuit board inside the control section/inside the video connector/ charge-coupled device caused due to stress of repeated use, external factors, or handling. Additionally, deterioration or breakage of the adhesive was found due to chemical stress / physical stress. Olympus will continue to monitor field performance for this device.